Event description:
It was reported that a patient's right ventricular lead became dislodged during an episode of atrial fibrillation ablation. Imaging was done on (B)(6) 2022 that confirmed right ventricular lead dislodgement. The lead was removed and replaced on (B)(6) 2022, and the patient was stable after the procedure.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix length was measured to be within specification. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
New information notes that the serial number for the rv lead is (B)(6). The previous serial number was for the atrial lead.